Event description:
It was reported that a patient was unconscious and the patient's mother tried to tell the emergency medical services (ems) that the patient had a "stomach pacemaker." The reporter stated that the ems had "no clue about it." It was unclear when the event occurred. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).